Manufacturer narrative:
The customer did not receive flag error. Customer technical support (cts) assisted the customer to perform system power down and reboot. System rebooted successfully and no leak was observed. Cts instructed the customer to perform (cc) sample subsystem prime. The customer noted the wash collar leaking. Cts advised the customer to replace the wash collar and prime.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to chemistry cartridge (cc) sample probe wash collar leak. No injury or exposure was reported.